Event description:
Reporter noted phaco handpiece would not tune. One pt was in the o.r., one was blocked and holding, and two more were waiting. Canceled cases. No pt injury occurred; cases will be rescheduled.